Event description:
It was reported the patient¿s lead was replaced because it was ¿not working.¿ additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3889-28 lot# v933654, implanted: 2012 (B)(6); product type lead product ID 3037 l ot# serial# (B)(4); product type programmer, patient. (B)(4). Final device analysis of the lead revealed the following: no anomaly found.